Event description:
A 2.5 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a left circumflex lesion. Lesion morphology was not reported. It is unk if the lesion was pre-dilated. The delivery system was inserted; however, was unable to cross the lesion. The stent became dislodged from the balloon requiring retrieval through the guide catheter and left radial sheath. The stent and guide catheter were examined under fluoro. The stent was stripped from the balloon with unraveling of the struts noted. Confirmation of complete removal of the stent was done under fluoroscopy. The pt is fine.

Manufacturer narrative:
Results embolism-device. Secondary intervention.